Event description:
It was reported that the patient no longer had any hearing sensations. High impedances showed on every electrode channel. The implant housing was mobile under the skin. It appears that the implant was not fixated correctly. The patient was re-implanted in 2007, however, med-el was not informed of the event at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.